Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity indications for use. It was reported that since the implant, when the patient tried to bolus, the handset lags at 90% for a long time. The agent reviewed the data and assisted the patient representative (rep) with deleting the data. The rep was able to connect to the pump with no lag. The rep will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) l implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.